Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a broken battery cap. No moisture damage was found on the electronics, lcd, motor, battery tube or vibrator assembly. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her up button was not responsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to sweat. The customer stated that there was moisture under the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.